Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient that was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's ins wouldn't charge; they wanted to use the ins because they had back pain. The patient said they knew there wasn't a problem with their recharger. The patient hadn't been able to use their implant because it wasn't working and then their back started hurting again. When they saw their doctor in (B)(6) 2017 their doctor said they might need to replace the hardware since they started to hurt even worse. The patient said the last time they were able to successfully recharge their device was last month in (B)(6) 2017. They were directed to see their healthcare provider to address the potential overdischarge. When troubleshooting over the phone, the patient saw a 'reposition antenna' screen on the recharger. The patient was unable to communicate with an external device. The patient got their patient programmer out and it was showing poor communication. No further complications reported.